Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the blue winged cap and the luer adaptor. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 13, 2024 ¿ may 14, 2024. H11: the device was received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the unit was observed. When the unit was removed from the bag, the leak was found from an untightened winged luer cap. No signs of surface roughness inside the cap were observed when inspected under the microscope. A functional leak test was performed after ensuring the winged luer cap was securely connected to the device, and no leaks were observed. The reported condition was verified. The cause was determined to be from use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.